Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing resulting in pacing inhibition one day post implant. The device was reprogrammed and the patient will be monitored. No adverse patient effects reported. Device remains in service.